Event description:
It was reported that a 23mm aortic valve was explanted for perivulvar leak after approximately 7 months of implant duration. The operative report states that the patient was found to have developed a perivalvular leak and severe aortic insufficiency. Another 23 mm edwards pericardial valve was used and after the surgery, the patient was transferred to the ICU.

Manufacturer narrative:
Evaluation method: device evaluation anticipated, but not yet begun. Conclusion: device evaluation anticipated, but not yet begun. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
Evaluation summary: as received the valve exhibits minimal host tissue overgrowth at the stent inflow and the stent outflow. No other inconsistencies detected as the leaflets are intact and flexible. No inconsistencies detected in the x-ray as the wireform is intact. The valve was sent to research and development for functional testing. Evaluation: method: x-ray and functional test. The valve was reportedly explanted at after an implant duration of approximately 7 months due to perivalvular leak. General observations: leaflet coaptation appears acceptable as the unpressurized valve sits in air, with leaflet 2 resting slightly below the other two leaflets. There is appreciable spiral coaptation present at the center of the valve unpressurized in air. There are minor disturbances in the sewing ring cloth, which most likely occurred during the implant/explant procedure. Some host tissue overgrowth is found on the valve as well. X-ray imaging reveals that the wireform and stiffener band are intact. Commissure 1 is slightly twisted from the circular projection. Cusp 2 and cusp 3 are slightly inside the stiffening band. A review of the manufacturing and inspection records related to this device was completed and the results demonstrate that the device met all specifications. Echocardiography: no echocardiography was provided, thus the behavior of the valve and the reported perivalvular leakage observed in vivo cannot be confirmed. Leaflet flexibility: the leaflets are stiffer than similar un-implanted valves when probed with a finger. The most common reason for returned valve leaflet stiffening is blood exposure during implantation and subsequent storage in formalin after explantation. The increase in stiffness may influence the appearance of the returned valve, the function of the leaflets, and the flow and leak assessments performed under fluid pressure. Pulsatile valve functional evaluation: functional testing was performed in a pulse duplicator under normal physiological conditions: 5 lpm, 70 beats per minute, and 100 mmhg mean aortic pressure. Valve appearance at closing is normal, with some spiral coaptation present. There is no central leakage path present in the fully closed position. The total regurgitant fraction (trf) from the pulsatile test is 2.9%, which is more than 3 times below the 10% maximum allowed for this size valve per (B)(4). Steady back pressure leakage evaluation: static leakage testing was performed in a steady backpressure leakage tester under pressures of 40, 80, and 120 mmhg. Leakage rates are 103 ml/min at 40 mmhg, 138 ml/min at 80 mmhg, and 141 ml/min at 120 mmhg. These values are consistent with the trf measured during the pulsatile test. No central hole is visible at any backpressure. Summary and conclusions: this valve was reportedly explanted after an implant duration of approximately 7 months due to perivalvular leakage. No echocardiography was provided, thus the behavior of the valve and the leakage observed in vivo cannot be confirmed. Edwards' standardized in vitro testing demonstrates that the functionality of the valve is acceptable per (B)(4). The as-received valve showed a 2.9% total regurgitant fraction (trf). This value is more than three times lower than 10% allowance per (B)(4) for this size of valve. These results, with no observed central regurgitation, are consistent with the report that the observed in vivo leakage was perivalvular. Overall, product was tested and the alleged perivalvular leak was not confirmed. At this time, the root cause to the reported issue is not determined.